Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the monopolar curved scissors instrument's tip would not screw on to the sp monopolar curved scissors instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there was no damaged observed on the tip adapter or disposable scissors tip that may have caused the issue. There were no missing pieces observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed, and the complaint was not confirmed by failure analysis. Fa installed an in-house mcs tip with no issue. The mcs tip from the field was not returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Fa performed a cut test with no issue; the scissors cut cleanly through 0.006" latex. The instrument was re-tested and passed recognition, engagement, and intuitive motion tests on both attempts. The instrument also passed electrical continuity test. The instrument was fully functional. No product issue was found. Additionally, the instrument was found to have a scratch marks/abrasion on tube adapter at the distal end. There were no broken pieces.